Event description:
Integra notified of an issue with the ax2100bif, luxtec headset. Customer reported the extension links are too loose and are coming apart during surgical cases, on one occasion falling into a surgical site - no pt injury. Operating room manager, has no knowledge of complaint. (B)(6) 2013 customer email reports "my apology for responding late with this matter. Name of surgical procedure - low anterior colon resection. Parts fell into the surgical wound - two washers that were holding the headlight were recovered by the surgeon. X-ray was taken to verify any foreign body, came out negative."

Manufacturer narrative:
Integra investigation completed 11/12/2013. Method: failure analysis, device history review. Results: failure analysis - the unit was returned with 2 pivot screws missing, the pivot body and 4 washers. The customer complaint cannot be verified for loose linkages due to the condition of the returned unit. Device history review - the product's service history was reviewed. There have been no previous activities performed. Conclusion: root cause - the returned unit was missing the linkage hardware. It is likely that the customer may have removed the hardware; therefore, this failure mode could not be verified. Integra (B)(4) shall continue to monitor complaints for trends and take appropriate corrective action. Based on the reported information and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.